Event description:
The dealer called in stating that there appears to be hardware missing from the left wheel lock assembly. He also stated that when the end user is sitting in the chair, the left wheel is rubbing against the arm rest bar in the back. He said she's in weight capacity and it doesn't appear to be damaged at all to cause these issues.